Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 3006705815-2018-00321, reference MFR report: 3006705815-2018-00322, reference MFR report: 1627487-2018-04185. It was reported that the patient experienced ineffective therapy due to auto reducing and high impedances with their occipital system. X-rays were taken, however the results are unknown. As a result, surgical intervention was taken. While in surgery, the physician tested the patient¿s leads and extensions separately and determined that the issue was caused by the extensions. As a result, the patient¿s extensions were replaced. Issue has been resolved.